Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative in regard to a patient receiving morphine 10 mg/ml at 2.751 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had a pump revision on (B)(6) 2016 and there was 10 ml more in the reservoir than expected. On (B)(6) 2016 underinfusion was alleged, the expected residual volume (erv) was 6.0 ml and the actual residual volume (arv) was 34 ml. No patient symptoms reported. Refer to manufacturer report # 3004209178-2016-13604 for pump revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 2.7 mg/day. On (B)(6) 2016 the patient had a pump refill. At refill, they expected 2.2 ml and got back around 4.5-5 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.